Event description:
It was reported that the patient's lead would not wrap around the vagus nerve. No further details provided. Another lead was successfully implanted. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; f1908 inadvertently left off of initial report despite being known at the time of submission. H6. Adverse event problem codes; corrected information; a150201 inadvertently left off of initial report despite being known at the time of submission. D4. Lot number; corrected information; information inadvertently left off of initial report despite being known at the time of submission.